Event description:
It was reported that noise and slight increase in capture threshold were observed. Noise was not reproducible with isometric and pocket movement. Lead fracture suspected. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.